Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the adc device. The customer reported that the sensor was providing low sensor readings, and therefore triggering low glucose alarm, when the capillary result was indicating that the customer did not have low glucose. There was no report of adverse event or third-party intervention related to this reported issue. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues.if the product is returned, a physical investigation will be performed and a follow-up report submitted.this report covers 1 of 2 sensors reported by customer. Refer to associated report adc reference 57065388 / mw5118059.all pertinent information available to abbott diabetes care has been submitted.